Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that the foil packaging does not match the specs of the box. Needle specs is 6mm in the foil and 6.4mm in the box. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have any photos available for visual analysis? Please provide the lot number: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2022. Additional information was received: lot number is v1005. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2022. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary ¿ photo analysis: complaint sample: physical complaint sample not received for investigation. Complaint sample: (photo). Two photographs were received for investigation for code nw3709 lot t1005. Upon preliminary photographic evaluation and barcode verification of complaint sample photograph with specimen artwork attached on batch card, it has been identified that the provided photographs are of genuine products manufactured at ethicon aurangabad site. Upon verification of needle specification printed on dispenser box and single barrier folder foil no discrepancy was identified with respect to needle specification. Both have the same information printed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.